Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however software will be reloaded as a preventive measure. It was also noted that the power bay assembly was damaged and the lower case was worn. (B)(4).

Event description:
It was reported that there was a "serious programmer problem". The programmer was returned for servicing. Further information was later obtained that the error did not disappear after reboot. There was no patient involvement.